Manufacturer narrative:
Field service engineer (fse) was dispatched to the site to investigate the event. No hardware issues were found. Although pre-analytical sample handling may be a contributing factor, a clear root cause has not been determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to an elevated accutni (troponin I) result in the risk stratification range for one pt. The result was generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample and the result was within the normal reference range. The initial elevated result was not reported outside the lab. There are no reports of any adverse pt consequences or any medical intervention to prevent or preclude any adverse pt event.